Event description:
It was reported that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) were explanted due to the patient developing endocarditis. The products are expected to be replaced at a later time. No further patient complications have been reported as a result of this event.